Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn: (B)(6), +19.5d) was explanted from the left eye due to blurry vision and visual disturbances. A new lal (sn: (B)(6), +19.0d) was implanted as a replacement.